Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "service needed red alarm. No patient harm or infusion stoppage reported." 07/02/2025- biomed reported: av pins was cleaned properly then ran a new infusion test before sending the log files for both pumps. It runs on test for 10 mins then it will give error service needed with red alarm. Biomed tried same multiple times but same problem again and again. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. During initial testing it was found the fva pins had noticeable drag but the pump was able to perform an infusion. An internal investigation was performed and signs of contamination were present on the pins. The contamination was cleaned and drag resolved.